Manufacturer narrative:
(B)(4). Date sent: 04/13/2023. B3: only event year known: 2023. D4: batch # 164c20. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60t reload present. The reload was received partially fired 1/16. The device was dry fire and the knife did not advance. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be broken and buckled. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 164c20, and no non-conformances were identified.

Event description:
It was reported that during the bariatric case, the jaws would not close all the way. A like device was used not completed the procedure. There were no patient consequences.